Event description:
A doctor alleged that a patient's #11 and #12 pfm crown debonded within two (2) weeks after placement, with maxcem elite.

Manufacturer narrative:
The doctor identified two (2) different lots associated with the bond failures. Maxcem elite clear (lot number 3664444) and maxcem elite white (lot number 3616784) from a maxcem elite intro 2 kit (lot number 3676427) was identified by the doctor; however he could not verify which shade was used on the patient. The doctor re-cemented the patient's restorations with maxcem elite, without further incident. To date, the patient is doing fine. The returned product for maxcem elite clear and retain samples for maxcem elite white were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots. These investigation results suggest that this incident occurred as a result of a user/technique related issue and was not due to a product failure.